Manufacturer narrative:
Method: device history review; results: because no device was received back for evaluation, testing and inspection cannot be performed to aid in root cause analysis. It was confirmed that the device was implanted on (B)(6)-2012. Being implanted for over 24 months, the rod likely experienced prolonged physiological loads. The IFU states that these devices are mean to provide fixation and support until fusion of the spine occurs. They are not meant to indefinitely withstand the activity level and loads of normal healthy bone. It is possible that the device fractured due to fatigue of the material. However, because no device was received back for evaluation, this cannot be determined conclusively. Conclusion: the root cause of the customer reported event cannot be determined because the device is unavailable for evaluation.

Event description:
It was reported that the patient underwent the surgery with the small xia. The surgeon was planning the elongation surgery. When the surgeon confirmed via x-ray, it turned out that the rod has broken. The patient underwent the revision surgery (rods were changed to brand-new rod).

Event description:
It was reported that the patient underwent the surgery with the small xia. The surgeon was planning the elongation surgery. When the surgeon confirmed via x-ray, it turned out that the rod has broken. The patient underwent the revision surgery (rods were changed to brand-new rod).